Manufacturer narrative:
An evaluation was performed by reviewing the complaint text, other customer complaints for similar issues, a review of labeling, and a review of manufacturing records. The customer observed a single (B)(6) total b-hcg generated on architect isr53978. There were no returns available for this investigation. While on site the application specialist performed troubleshooting steps and cleaned the sample probe. A review of the analyzer service history identified no contributing factors on or around the date of the complaint. A review of labeling shows that adequate information for troubleshooting the reported issue; limitations of result interpretation; and information regarding maintenance is provided. A review for similar complaints determined that complaint activity was normal and no trends were identified. A malfunction was identified as the device failed to meet performance specifications or otherwise perform as intended at the customer site. However, a systemic issue and/or product deficiency was not identified.

Event description:
The customer stated that the architect analyzer generated (B)(6) bhcg results on one fertility patient. The customer retested the sample and the results were (B)(6). There was no additional patient information provided.